Event description:
Submitting supplement due to new information being received: a us distributor contacted zoll to report that a patient experienced a leg injury from the monitor. Patient reported that the monitor fell and ripped off a scab from a previous injury, but the patient reported being able to stop the bleeding on their own. Patient confirmed that there were no broken bones. There was no alleged device malfunction contributing to the irritation. Patient reported that he did go to the hospital due to the leg injury. Patient was prescribed cipro pills by a physician for the infection. Follow up indicated that the injury was healing but slowly due to him having diabetes. A us distributor reported that the patient hurt and cracked their leg. It was reported that the patient hit the monitor on his leg, removed the monitor from his leg, put it on the table, then stood up to go to the bathroom and the patient hurt and cracked his leg. A home health nurse was reported to be coming to check on the patient's leg. Follow-up attempts were unsuccessful, and the outcome of the injury is unknown. Reporting out of an abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient hurt and cracked their leg. It was reported that the patient hit the monitor on his leg, removed the monitor from his leg, put it on the table, then stood up to go to the bathroom and the patient hurt and cracked his leg. A home health nurse was reported to be coming to check on the patient's leg. Follow-up attempts were unsuccessful, and the outcome of the injury is unknown. Reporting out of an abundance of caution.